Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged four days following implant. The passive fixation lead was explanted and replaced with an active fixation model. No adverse effects were reported. The status of this explanted lead is unknown.

Manufacturer narrative:
A new lead was successfully implanted and this lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary.